Manufacturer narrative:
(B)(4) - the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient reported he had just underwent surgery and had received a new pd prescription. Follow-up was made with the pd patient's clinic registered nurse (rn), who stated the patient was able to resume peritoneal dialysis treatments using the cycler. The nurse stated the patient had previously undergone surgery for an inguinal hernia approximately six weeks ago from the report date of (B)(6) 2017 (exact date not provided). The pdrn stated it was unknown if the patient had the hernia prior to beginning peritoneal dialysis, or if it developed after beginning peritoneal dialysis therapy. Per pdrn a scheduled out-patient day surgery was performed for the inguinal hernia repair. And the patient was not admitted for the event. (B)(6) upon hospital discharge the patient reverted to in-center hemodialysis treatments up until the week ending on (B)(6) 2017. Per pdrn as of (B)(6) 2017 the patient¿s signs and symptoms of hernia repaired, and the patient continued continuous cycler-assisted peritoneal dialysis (ccpd) treatments. Medical records were requested.

Manufacturer narrative:
There is no information provided that indicates a causal relationship between the peritoneal dialysis and use of fresenius products and the inguinal hernia. Additionally, there has been no allegation of device malfunction. Hernia is a well-known complication from the increased intra-abdominal pressure. Therefore there is a possible association between the hernia and the increase in intra-abdominal pressure that occurs during the normal course of pd therapy.

Event description:
Documentation in the complaint file was reviewed by a post market surveillance clinician. It was reported that this peritoneal dialysis (pd) patient had day surgery for an inguinal hernia repair 6 weeks prior (B)(6) 2017 (exact date unknown). A follow up call to the peritoneal dialysis (pd) registered nurse (rn) was placed on (B)(6) 2017. According to the pdrn it is unknown if the patient had the hernia prior to the start of pd therapy (date unknown), or if the hernia developed after beginning pd therapy. The patient was temporally transitioned to in-center hemodialysis (hd) therapy post corrective surgery until he was able to return to pd therapy. As of (B)(6) 2017 the patient had returned to (B)(6) therapy for approximately one week without any issues.